Manufacturer narrative:
The dentist reported a patient had implant loss of osseointegrate, and the implant was removed because the patient experienced pain and numbness. The patient had bone type iii quality, and had pre-existing conditions which include auto-immune disease, adrenal insufficiency, and fibromyalgia. In addition, the patient experienced infection at the implant site. There was bone loss on the lingual, and the dentist placed bio-oss into the gap between the implant and the bone. However, there was no harm caused to the patient and she was reported of doing fine with no pain in the area. The affected product is yet to be returned for evaluation, and DHR review is pending. A follow-up report will be provided upon the completion of the DHR review and if the product is received for investigation.

Event description:
It was reported implant loss of osseointegration after clinical procedure. The implant was removed due to pain and numbness. The patient was reported to have auto-immune disease, adrenal insufficiency, and fibromyalgia. She also reported to have bone type iii, and experienced infection at the implant site. Furthermore, there was bone loss on the lingual, and the dentist placed bio-oss into the gap between the implant and the bone. The patient was reported to be doing fine, and no longer had pain in the affected area.

Manufacturer narrative:
Correctted data: adverse event or product problem: product problem was checked as it was missed during the initial submission of the report. Event: updated and corrected information that was omitted from initial submission UDI information/clarification porvided. The UDI is not available as the device was manufactured 06-2015. Device history record (DHR) review: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Returned sample(s)/device inspected: the implant was returned but not in the original package. The part was measured and verified to be a hahn tapered implant 5.0 mm x 10 mm (70-1154-imp0017). Complaint investigator measured the critical parameters against dwg 3025817 rev 1.0 from DHR and found no deviation. The returned implant had no defect or non-conformity. The threads were intact and the internal feature was fine. Bone debris was observed from the implant. Root cause: "failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. Per obtained information, physician placed bone substitute (biooss) into the gap between the implant and the bone, which was not recommended from hahn's surgical menu or drilling protocol. IFU 579 rev 2.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." Per obtained information, the patient had type iii bone quality. It has been shown that the quality and quantity of bone available at the implant site are very important patient factors, in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Type iii: thin layer of cortical bone surrounding a core of dense trabecular bone. Therefore, the patient's bone quality may have been a factor in implant integration.

Event description:
It was reported that the hahn tapered implant failed. The patient bone grade is noted as grade iii. The patient has "bone loss on the lingual." The patient also has a history of auto-immune disease, adrenal insufficiency, and fibromyalgia. The implant was placed on a previous or simultaneous grafted site. The patient presented on (B)(6)2016 for primary procedure on tooth #9. On (B)(6)2017 the patient returned with complaints of pain. Upon exam, the provider notes, there is granulation tissue and an infection was noted around the implant. Implant failed to integrate with the bone and there was "immediate implant placement with biooss placed in gap." The patient is subsequently loss the adjacent tooth due to a fall.